Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6)2022 . During the month of (B)(6)2022 , the valve could not be programmed. Then the patient had a revision procedure on (B)(6)2022 with a new hakim valve. At the time of the procedure, the retrieved catheter was found to be occluded. Based on information provided, the patient did not experience any signs and symptoms, the patient condition is stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823832) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
The hakim valve (ID 823832) was returned for evaluation. Failure analysis: the position of the cam when valve was received was on setting 60 mmh2o. The valve was visually inspected; debris biological was noted on the cam. The valve was hydrated. The catheter was irrigated, no occlusion noted. The valve passed the test for , programming, occlusion, leaks, reflux, siphon guard and pressure. The valve was dried. The siphon guard was removed. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer is due to biological debris and protein build up interfering with the valve, as biological debris was found during the investigation.

Event description:
N/a.